Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another coyote balloon. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 11:20 am CT. The report number is being corrected from: 2134265-2018-64582 to: 2134265-2018-63485.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation. However, during initial inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another coyote balloon. No patient complications were reported.